Event description:
It was reported that the infusion line burst. A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat claudication. The patient's aortic bifurcation was very acute, and the vessels were severely calcified. A left leg contralateral approach was used to access the 100% stenosed target lesion in the mildly tortuous superficial femoral artery. During the procedure while the rex button was engaged, the user noticed that the jetstream catheter was leaking fluid onto their finger. The user believes the acute aortic bifurcation potentially kinked the catheter and while infusing saline, it backed up within the catheter shaft until it was able to escape from the sheath, and the outer lumen of the catheter then popped. The user commented that they felt a pop where their finger was placed on the mid shaft of the catheter. The device was removed with no detached components. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the infusion line burst. A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat claudication. The patient's aortic bifurcation was very acute, and the vessels were severely calcified. A left leg contralateral approach was used to access the 100% stenosed target lesion in the mildly tortuous superficial femoral artery. During the procedure while the rex button was engaged, the user noticed that the jetstream catheter was leaking fluid onto their finger. The user believes the acute aortic bifurcation potentially kinked the catheter and while infusing saline, it backed up within the catheter shaft until it was able to escape from the sheath, and the outer lumen of the catheter then popped. The user commented that they felt a pop where their finger was placed on the mid shaft of the catheter. The device was removed with no detached components. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The device was visually examined for any shaft damage. Visual and microscopic examination showed catheter shaft damage in the form of kinks/buckling. The location of the damage was 67.3cm from the tip. There was twisting of the shaft located 77.7 from the tip. The device showed a burst infusion sheath on the catheter shaft located 73cm from the tip. The device was inserted into the console to set up per the instructions for use. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.